Event description:
Patient sent in a letter explaining that he is dependent on the lift and over a period of time he has experienced irritation and tissue breakdown in the crotch area causing an open area that required treatment."

Manufacturer narrative:
(B)(4) - follow-up #001. Initial pr # (B)(4) issued MFR report #1525712-2012-01421 indicating that the manufacturer is invacare. The actual manufacturer of this product is unknown as the serial number is unavailable. Notification letters have been sent to all manufacturers of this model medical device. (B)(4) - no RMA has been initiated for this issue. Model reliant 450 serial number/date code unknown and age of device is unknown. The owner's manual part number 1145810 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. The facility was contacted for further information however to date, no further information has been received. It was confirmed that the reporter of the event currently resides at a nursing home.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model reliant 450 serial number/date code unknown and age of device is unknown. The owner's manual part number 1145810 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. The facility was contacted for further information however to date, no further information has been received. It was confirmed that the reporter of the event currently resides at a nursing home.

Event description:
Patient sent in a letter explaining that he is dependent on the lift and over a period of time he has experienced irritation and tissue breakdown in the crotch area causing an open area that required treatment."